Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation (mr) and slightly restricted posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was advanced under the mitral valve and the physician grasped the anterior and posterior leaflet 2(a2p2). When physician was trying to optimize the location, the clip was entangled between the chords and was stuck on the posterior portion of the valve. Troubleshooting was performed and maneuvers were used in an attempt to release the clip. Eventually they were able to remove the clip from the anatomy and retracted into the left atrium. Upon retesting the grippers, one of the gripper would not lower. Mitraclip was removed from the patient successfully. All steps were performed as per IFU during the preparation. New mitraclip was prepared, advanced and implanted successfully on the medial side of anterior and posterior leaflet 2 (a2p2). The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The reported difficult to open or close-gripper actuation - single was confirmed. Additionally, it was observed that the associated gripper line was broken. The reported difficult or delayed positioning-anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and while the reported single gripper actuation issue resulting appears to be related to the observed gripper line break, a cause for how the gripper line broke could not be determined. Additionally, a cause for the reported difficult or delayed positioning with the anatomy cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation (mr) and slightly restricted posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was advanced under the mitral valve and the physician grasped the anterior and posterior leaflet 2 (a2p2). When physician was trying to optimize the location, the clip was entangled between the chords and was stuck on the posterior portion of the valve. Troubleshooting was performed and maneuvers were used in an attempt to release the clip. Eventually they were able to remove the clip from the anatomy and retracted into the left atrium. Upon retesting the grippers, one of the gripper would not lower. Mitraclip was removed from the patient successfully. All steps were performed as per IFU during the preparation. New mitraclip was prepared, advanced and implanted successfully on the medial side of anterior and posterior leaflet 2 (a2p2). The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.